Event description:
Caller reported malfunction on pump. There was no reported adverse impact to customer's blood glucose level. Customer was assisted with a pump reset by technical support and was advised to call back if malfunction recurs; customer acknowledged understanding.